Manufacturer narrative:
(B)(4). The customer reported that a device had fallen. No pt harm was reported. The initial report indicated that the caller did not know the circumstance of the fall. There is no indication of any mounting failure. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that a device had fallen. No pt harm was reported.